Event description:
Boston scientific received information that this left ventricular (lv) lead had an out of range pacing impedance measurement of greater than 2000 ohms. It is unknown at this time if there is other evidence of a product malfunction such as noise, increased thresholds, or sensing. Additional information from the field representative indicated the patient passed away from a non-device related issue and thus the lead will remain implanted in the patient but is now out of service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.